Event description:
Hcp reported the pt presented for a refill in 2004. The pt had an increase in spasms so a concentration change was planned. There was difficulty in accessing the pump and the pt experienced a lot of bleeding. The pump contents appeared yellow and so it was sent for cultures. The specimen was positive for group b strep. The pt was currently on antibiotics for a urinary tract infection so no other medication was prescribed. The concentration change was not made at that time. Two days later the pump was reaccessed and cultured. No organisms found. Three days later peripheral blood cultures from 2 different sites were tested and found to be negative. The hcp believes the first culture was contaminated. A drug concentration change was then made along with a 10% daily dose increase. The pt also went from a complex infusion schedule to a simple continuous infusion schedule with a single bolus. The pt is reported to be doing much better.